Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was damaged and cannot read the display. Customer's blood glucose level was 60 mg/dl. Customer reported that insulin pump fell out from pocket and hit the truck door. Customer advised the insulin pump will need to be replaced and advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to power up due to cracked and bleeding lcd display window noted.